Event description:
It was reported that the patients spinal cord stimulator (scs) was not working and was causing pain to increase in the back to go down the back of the legs. The patient underwent an ipg replacement procedure wherein an MRI compatible ipg was implanted. The patient was doing well post-operatively and explanted ipg will not be returned.